Event description:
It was reported that the patient had an alert sounding and after presenting to the physician for the alarm, it was found that the ventricular lead impedance was low. A lead issue is suspected. The detections were turned off on the associated device and the patient is being observed closely. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 15:00:12. Daily pace lead impedance trend data show varying impedance and an abrupt decrease for ventricular pace bi impedance= 19 to 1273 ohms range between (B)(6) 2011 and (B)(6) 2011. Sensing - oversensing 15 - ventricular nst<=210 ms on (B)(6) 2011 in the timeframe between 11:36:01 and 17:28:20. 7 - vf<=190 ms average v-cycle between (B)(6) 2011 13:26:17 and (B)(6) 2011 10:35:30. Sensing - interference/noise ventricular short interval count v-sic=279.8 counts avg/day, in 29.10 days, between (B)(6) 2011 17:19:11 and (B)(6) 2011 19:49:00.

Event description:
It was reported that the patient had an alert sounding and after presenting to the physician for the alarm, it was found that the ventricular lead impedance was low. A lead issue is suspected. The detections were turned off on the associated device and the patient is being observed closely. The lead remains in use. No patient complications have been reported as a result of this event. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), inner tubing kinked/buckled, outer tubing overlay cosmetic environmental stress cracking and inner tubing torn. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 15:00:12. Daily pace lead impedance trend data show varying impedance and an abrupt decrease for ventricular pace bi impedance= 19 to 1273 ohms range between (B)(6)-2011 and (B)(6)-2011. Sensing - oversensing 15 - ventricular nst<=210 ms on (B)(6)-2011 in the timeframe between 11:36:01 and 17:28:20. 7 - vf<=190 ms average v-cycle between (B)(6)-2011 13:26:17 and (B)(6)-2011 10:35:30. Sensing - interference/noise ventricular short interval count v-sic=279.8 counts avg/day, in 29.10 days, between (B)(6)-2011 17:19:11 and (B)(6)-2011 19:49:00.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 15:00:12. Daily pace lead impedance trend data show varying impedance and an abrupt decrease for ventricular pace bi impedance= 19 to 1273 ohms range between (B)(6) 2011 and (B)(6) 2011. Sensing - oversensing 15 - ventricular nst<=210 ms. On (B)(6) 2011 in the timeframe between 11:36:01 and 17:28:20. 7 - vf<=190 ms average v-cycle between (B)(6) 2011 13:26:17 and (B)(6) 2011 10:35:30. Sensing - interference/noise ventricular short interval count v-sic=279.8 counts avg/day, in 29.10 days, between (B)(6) 2011 17:19:11 and (B)(6) 2011 19:49:00.

Manufacturer narrative:
Asku